Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was unresponsive and the customer was unable to turn on the pump. Customer's blood glucose was 241 mg/dl. Pump display illuminated after the pump was plugged into a power source. Customer delivered a correction bolus to address elevated blood glucose.